Event description:
It was reported the patient experienced no stimulation sensation at high amplitudes. Impedances readings were >10000 ohms, >20000 ohms, and >40000 ohms. Attempts were made to reprogram around the high impedance electrodes, but as the patient felt the stimulation, it was "uncomfortable, came on suddenly, and was painful". The patient underwent revision surgery. During surgery, the leads and extensions were disconnected and tested. Impedance readings were normal. Upon examination of the extensions, it was found that one of the extensions had partially fractured. The hcp opted to replace both leads and the device. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: extension.

Manufacturer narrative:
(B)(4).